Manufacturer narrative:
Concomitant products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 21-jan-2025, (B)(4) ; product ID: 8784, serial/lot #:(B)(6) , ubd: 12-jun-2025, (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 1.0 mg/ml at a dose of 0.048 via an implantable pump for unknown indication for use. It was reported by the healthcare provider (hcp) that the patient experienced a surgery site infection, but noted that the patient stated she was getting pain relief. It was also noted that two days post operation the patient had a fever, she also noticed purulent drainage coming out of the spine wound. Environmental/external/patient factors that may have led or contributed to the issue included the patient being diabetic and according to physician office the surgery site was not clean when patient came to clinic. Patient contacted the hcp's office two days post operation and she started a round of antibiotics. It was reported that the operative site remained infected and pump and system were explanted. The issue was resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight was asked but made unknown and patient has a medical history of being diabetic.